Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to the customer's blood glucose level. Once a new cartridge was filled and loaded onto the pump with assistance, the customer successfully completed the load process and resumed insulin therapy.